Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced keypad/button unresponsive/button error, frozen screen. The customer reported, no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Buttons were not responsive and time clock did not advance. No harm requiring medical intervention was reported. Mmt-1886 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
The sc1-cap test and reservoir locked in place properly noted. The pump was received with flashing medtronic logo. Unable to download or perform the functional testing due to flashing medtronic logo. The pump was cut open and traces of moisture on pcba1 noted during visual inspection. The pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged keypad anomaly, unable to verify keypad anomaly and frozen screen due to flashing medtronic logo. Flashing medtronic logo confirmed. Expose to moisture noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.